Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored ventricular (v) episodes where anti-tachycardia pacing (atp) was delivered and accelerated the rhythm to ventricular fibrillation (vf). Subsequently, the device delivered a 41j shock that converted the rhythm to normal sinus rhythm (nsr). There were other v episodes with monomorphic vt around 234 beats per minute (bpm) where atp was delivered followed by a type ii break with no rhythm acceleration noted. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.